Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that pumped malfunctioned and has been off of the pump ever since. Customer called and was told pump was out of warranty and stated that when she called back for a new replacement was told it was in warranty. Customers blood glucose was 191mg/dl. Customer advised there can be many reasons for high blood glucose and was offered trouble shooting to test the pump. Customer declined and requested a replacement. Customer also stated that she was hospitalized on (B)(6) 2013 for high blood glucose of 700mg/dl and diabetes ketoacidosis. Pump has been replaced. No further information provided.